Event description:
A med watch was received which stated, ¿nicu [neonatal intensive care unit] rn was unable to keep the medline attached to the buff cap on bifuse. It became disconnected on it's own from the valve"

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
A medwatch was received which stated, ¿nicu [neonatal intensive care unit] rn was unable to keep the medline attached to the buff cap on bifuse. It became disconnected on it's own from the valve".